Event description:
Device 1 of 3. Reference MFR report #: 1627487-2013-11059, 11060. It was reported the pt lost stimulation after falling. Reprogramming was unsuccessful. Low impedance was found on several contacts. X-rays revealed the leads have migrated and are wrapped around the ipg. As a result, the pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.